Manufacturer narrative:
Patient code: (B)(6). Device code: (B)(4)- hernia recurrence occurred it was reported that following insertion the patient experienced recurrent incarcerated incisional hernia and dense intra abdominal adhesions. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient underwent surgery on (B)(6) 2017 to remove all of the mesh. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 6/20/2019.